Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that her buttons stopped working. The patient's blood glucose at the time of incident was 224 mg/dl. Troubleshooting was initiated for the keypad anomaly. When she changed the battery the pump alarmed with a failed battery test. The customer changed to a new battery one more time and the buttons began to function again. However, when she tried to program a bolus she then received a button error alarm. Her blood glucose at the time of the button error was 79 mg/dl. Troubleshooting was initiated for the alarm; the customer mentioned that the buttons seemed to work again. The customer was still advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery failed test alarm during testing noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.